Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was performed. The deployment starting point was the mid pigtail catheter. A non-medtronic guidewire was used during the procedure. It was noted that there was no patient anatomy that contributed to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name d-evolutfx-2329 serial/lot (B)(6) use by date 2025.02.15 UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and the load was confirmed. The delivery catheter system (dcs) was introduced via an 18 f non-medtronic dryseal sheath. The dcs and valve were placed across the native valve. The valve was deployed to approximately 80%, however the valve dislodged out of position. The valve was subsequently recaptured and and placed back across the native valve in the appropriate position and re-deployed to approximately 80%. The valve was then evaluated by the implant team and determined to be in the appropriate position. The decision was made to fully deploy the valve. Upon release of the valve from the dcs, the valve dislodged up above the annulus and out of position. The dcs was removed and at this time the a replacement system was prepared. The replacement dcs and valve were introduced and placed across the annulus in the appropriate position. The valve was deployed to approximately 80% and evaluated by the implant team. The decision was made to fully deploy the valve. The 2nd valve (j130873) was successfully deployed in the appropriate position and the final evaluation was performed with successful results. No additional adverse patient effects were reported.